Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chole event description: during lap chole, gallbladder was placed into endocatch bag. Bag was tightened in standard fashion but leakage noted and noticed one of the metal prongs from the bag device did not retract into the cylinder. It was partially in the trocar and partially intra-abdominal. The bag with gallbladder was removed by placing it into the trocar and removing the trocar altogether. Hydrops clear biliary spillage from the bag and a small hole in the bag were noted. No patient injury. Additional information provided by [name] on 29apr2024 via email: the medwatch report form was used to send the information to you. It was not reported to the FDA. I will reach out to find the answers to your additional questions. Intervention: the case was completed with the same device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, without the specimen bag. Visual inspection confirmed the complainant¿s experience of support detached. Based on the condition of the returned unit and the description of the event, the support detachment was caused by a missing tang on the end of the support, which was not caught during the manufacturing process of the device. Additionally, as the bag was not returned for evaluation, the exact root cause for the hole in the specimen bag is unknown. A historical trend analysis and review of production records was performed, and no relevant documentation was identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. Event description: during lap chole, gallbladder was placed into endocatch bag. Bag was tightened in standard fashion but leakage noted and noticed one of the metal prongs from the bag device did not retract into the cylinder. It was partially in the trocar and partially intra-abdominal. The bag with gallbladder was removed by placing it into the trocar and removing the trocar altogether. Hydrops clear biliary spillage from the bag and a small hole in the bag were noted. No patient injury. Additional information provided by [name] on 29apr2024 via email: the medwatch report form was used to send the information to you. It was not reported to the FDA. I will reach out to find the answers to your additional questions. Additional information provided by [name] on 20jun2024 via email: hi, I am sorry to reply that the surgeon is no longer available, so I do not have the information requested. Intervention: the case was completed with the same device. Patient status: no patient injury.